Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left superior femoral artery. The emboshield nav6 embolic protection system (eps) had been deployed with a non-abbott wire and not the supplied bare wire; however, during removal the device became stuck. The eps was pushed forward via the wire and became bunched. The filter tore and separated from the frame on the distal end, but is still remains on the frame as the proximal end is still attached. Another attempt was made to remove the device; however, there was too much debris with the filter and couldn't be fully pulled in sheath. Therefore, the retrieval catheter, filter and sheath were removed as a unit. Angiogram revealed there was no debris within the patient's anatomy. Balloon angioplasty was performed to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 2017: guide wire selection incorrect.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this event, it could not be determined if use a non-abbott guide wire caused or contributed to the reported difficulties. Based on the reported information, the reported difficulties appear to be due to circumstances of the procedure. The reported damage to the filter (bunched, torn/split) likely occurred during the attempt to push the eps forward. The reported retraction problem and difficulty removing the filter was likely due to an excessive embolic load causing difficulty collapsing the filter into the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation: updated from "yes" to "no".